Event description:
It was reported while using bd alaris¿ lvp 20d 2ss cv overinfusion occurred. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that it over-infuse. Event date: (B)(6) 2022. Event description: secondary line to be infused over 60 min. The entire bag was empty after 19 min.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd alaris¿ lvp 20d 2ss cv overinfusion occurred. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that it over-infuse. 1. Event date: march 9th, 2022. 3. Event description: secondary line to be infused over 60 min. The entire bag was empty after 19 min.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 22-mar-2022. H.6. Investigation: one sample was returned for investigation by the customer. The set was examined for defects and abnormalities. No defects or abnormalities were observed. Set was primed with normal saline. A bd secondary set was primed with blue dye water and attached to the primary set. An infusion run was performed using an alaris pump at 125 ml/hr for 1 hour and collected in an empty beaker. At the end of the infusion about 125 ml was in the beaker. There was no over infusion and no back flow was observed. The customer complaint that it over-infused could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history review was completed for the possible lots: a device history record review for model 2420-0007 lot number 22015154 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22015155 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22015628 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - accuracy with lot #22015154 regarding item #2420-0007 a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - accuracy with lot #22015155 regarding item #2420-0007 a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - accuracy with lot #22015628 regarding item #2420-0007 h3 other text : see h.10.